Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse adjusted reagent arm 2 and sample arm mechanical alignments, adjusted dilution washer angular and vertical alignments, adjusted reaction washer vertical alignment, cleaned all mixer impellers, executed auto alignments and auto checks. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s), who did not question the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result and was considered correct. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.